Event description:
It was reported the lead had unstable impedance, low r-wave values, with occasional undersensing of the small r-wave, and double counts (oversensing). A lead fracture was questioned. The lead was replaced but could not be extracted. There were no reported patient complications as a result of this event, and the patient status was reported to be ok following the replacement procedure.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead model is included in a field advisory.